Event description:
The customer received questionable human chorionic gonadotropin + b-subunit (hcg+b) results for two patients. All initial and repeat testing at this account were performed on the same cobas e411 disk analyzer. Patient 1, initial result was 0.329 miu/ml and was reported to the care provider. A second sample was drawn form this patient which generated a hcg+b result of 9000 miu/ml. This prompted the physician to question the initial result and the initial sample was repeated. The initial sample was repeated and generated a value of >10000 miu/ml (accompanied by a data flag). The sample was then diluted 1:100 and generated a value of 34264 miu/ml (accompanied by a data flag). The physician was notified of the corrected result. The patient was admitted to the hospital based on previous diagnosis and history. The erroneous hcg+b result did not affect the patient diagnosis, treatment or condition. Patient 2, female, age (B)(6), initial result, tested (B)(6) 2010, was 0.307 miu/ml and was reported outside the laboratory. The sample was retested at the request of the patient's physician and the repeat result was 0.291 miu/ml. This sample was sent to an outside laboratory, on (B)(6) 2010, for further testing and recovered 409.5 miu/ml. The analyzer used for testing at the outside laboratory was not specified. The same sample was repeated again on (B)(6) 2010, at this account, and recovered 380.2 miu/ml (accompanied by a data flag). Patient 2 was not affected by the event. This patient was known to be pregnant which caused her physician to request the sample be repeated. The hcg+b reagent lot number was 15739702. The field service representative could not duplicate the issue. He ran performance tests and performed calibration and quality control which were within specification.

Manufacturer narrative:
The lay user/patient's lancing device has been returned and evaluated by lifescan product analysis with the following findings: the lancing device involved in this case failed testing. The cap was not returned by customer. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the cap on the onetouch lancing device is loose. The patient's diabetes is managed with self adjusting insulin. The lancing device issue began sometime (B)(6) 2010. Reportedly one week after the onset of the product issue, the patient felt symptoms of sweating and irritable. There was no allegation of treatment for severe acute complication of diabetes. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the reported issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he developed symptoms that can be suggestive of hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.